Manufacturer narrative:
The driver was returned to the manufacturer for analysis. Analysis found that the returned driver was in good condition with no apparent physical damage. The driver received and released instruments without issue. With markers attached and fully seated, the driver returned good geometry and divot error readings. There was no problem found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the orange navlock was damaged. There was no patient present when this issue was identified.